Event description:
The consumer reported that the patient had a tooth type of 2, primary stability was not achieved, consumer also reported that osseointegration was not achieved and that the time of loss in time of relation to restoration was before prosthetic restoration..

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, primary stability was not achieved, consumer also reported that osseointegration was not achieved and that the time of loss in time of relation to restoration was before prosthetic restoration..